Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin during injection. The following information was provided by the customer: verbatim: ¿consumer reported no insulin flow during injection. Does not prime before use. Does not re-use. Used a second needle to complete his dosage. Occurrence date: (B)(6) 2019, lot: 8045599, item: 320883, expiration date not available. Sample available.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. The intended use of the device is to deliver insulin/medication which did not occur. This event could lead to hyperglycemia, serious injury or harm. Event type: unable to deliver insulin/medication (during injection) / malfunction.

Manufacturer narrative:
H.6. Investigation: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label. Consumer reported no insulin flow during injection. The returned pen needle was examined and it exhibited a bent non patient end of the cannula. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin during injection. The following information was provided by the customer: verbatim: ¿consumer reported no insulin flow during injection. Does not prime before use. Does not re-use. Used a second needle to complete his dosage. Occurrence date: (B)(6) 2019, lot: 8045599, item: 320883, expiration date not available. Sample available.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. The intended use of the device is to deliver insulin/medication which did not occur. This event could lead to hyperglycemia, serious injury or harm. Event type: unable to deliver insulin/medication (during injection) / malfunction.